Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was out of alignment. The device was reported to be outside of use at the time of the reported problem. The field service engineer (fse) confirmed the issue. Touch calibration was performed and the issue was not resolved. The touchscreen was replaced and the reported issue was resolved. No other anomaly was observed.

Manufacturer narrative:
H10: the touchscreen was returned for failure analysis, and the product investigation lab (pil) performed an evaluation of the returned part. The touchscreen was installed in a pil test device. A pil technician confirmed the reported issue of touch points being out of alignment and found that it was due to high and out of specification resistance measurements noted at pins 1, 2, 4, and 5 of the touchscreen flex circuit. H11: updated contact information and contact office entity.